Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the nasogastric tube was placed and feeding commenced. The tube was flushed every 4 hours throughout an entire day with warm water. There was resistance when flushing so creon was used per a dietitian to try to unblock the tube. They were able to flush small amounts of warm water with some resistance however had to remove and replace the tube 12 days later due to resistance. The patient has since been discharged home with enteral feeds.